Event description:
Customer reportedly received result of 300 mg/dl on the compact plus system and 150 mg/dl on professional method within 10 minutes. No actions taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.